Event description:
It was reported that the customer had alleged that the scales had malfunctioned.

Event description:
It was reported that the customer had alleged that the scales had malfunctioned.

Manufacturer narrative:
Upon completion of the manufacturer's investigation, it was determined that the scale were allegedly not displaying sometimes and draining batteries quickly. A specific cause could not be determined, however, as the faulty component was not made available for evaluation.

Manufacturer narrative:
Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted.